Event description:
The customer reported that the hard drive and collimator failed. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive and repaired the collimator connector. The system operates as intended.